Event description:
It was reported that the patient had experienced abnormal stimulation in the chest area, and she was not feeling well for the past week. The patient had been to the clinic twice, but she was still having a fair amount of discomfort, and she was unable to handle it. On (B)(6) 2015, the patient went to urgent care because she was having chest palpitations, and she was unable to turn off the implantable neurostimulator (ins). On (B)(6) 2015, the patient had a scheduled appointment for pain assessment. The patient had tenderness in the ¿back of neck¿ area, with some tenderness in the paramedian region in the medial upper angle of the scapular area on both side. Bending, turning, or twisting of the neck was painful, and hyperextension and rotation were painful. Other reported patient symptoms included headache, flu-like symptoms that began on (B)(6) 2015, and symptoms of anxiety on (B)(6) 2015. Examination of the patient¿s mouth indicated the patient had yellowish spots on the left tonsillar area. It was thought that the patient had an acute sore throat and some laryngitis, because her voice was hoarse. Ins interrogation and reprogramming were performed. Program 2 had been stimulating the left axilla and chest area, and program 2 was deleted. As soon as that particular program was turned off, the patient felt better. The palpitations were caused by the device and the event cause was determined; the patient had stimulation in her chest, and the feeling went away after reprogramming. Programs 1 and 3 were helping with shoulder and arm pain. Program 1 was stimulating the left shoulder and axilla area, and program 3 was stimulating the left hand and elbow area. It was noted that the patient liked the stimulation at this stage, and the patient had recovered without permanent impairment. The patient had a routine follow-up appointment for pain assessment scheduled on (B)(6)2015. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).